Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed and no error alarm could be verified due to the motor error alarms. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.

Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was 203 mg/dl. Troubleshooting was performed, but customer stated that she was unable to rewind the insulin pump. Customer also stated there was a motion sensor test failure alarm on the insulin pump. Customer is not able to run the displacement test because she cannot get out of the rewind sequence. Insulin pump will need to be replaced. No additional information provided.